Event description:
Pt found two quicksets with lot 2208983 that appeared not to be working. Says while using these, his sugar level got really high. He switched out a third quicksets with the same lot number and appeared to be ok. She is unable to find the expiration date. Dose, frequency & route use: use with medtronic insulin pump as directed. Diagnosis for use: diabetes.